Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer reported issue of "internal battery is to be replaced" was confirmed. The cause of the reported issue was the real-time clock (rtc) battery lifetime over limit. Further investigation found the downstream occlusion (dso) sensor was split. Replaced the rtc battery and dso sensor. The device passed all testing criteria after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the internal battery is to be replaced as specified after maintenance, since it was faulty¿; during device evaluation it was found that the downstream occlusion (dso) sensor was split. There was no patient involvement.